Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 524 mg/dl. Customer administered manual injections to address bg level. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.